Event description:
Had a 3 level fusion using the eagle plate manufactured by depuy spine in 2008. C 6-7 never fused correctly and was confirmed to have collapsed. The screws were shown on x-ray to be at a 45 degree angle. For months after this surgery I had escalating pain. The level was revised conservatively with a wiring of c 6-7 to take pressure off the nerve spaces. Waiting for the outcome. A third possible surgery to take out the plate is still pending until /2009. In 2006, you rec'd a product problem on this device. Am I the second person?